Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: ¿complications associated with the proper implantation of the align® to urethral support system may include, but are not limited to: postoperative hematoma, seroma, abscess or fistula formation, or scarring which may occur following the implant procedure. Urinary retention, bladder outlet obstruction and other voiding dysfunctions. These conditions may be associated with over-correction/too much tension placed on the implant. Perforations or lacerations of vessels, nerves, bladder, bowel, urethra, or any viscera, which may occur during the implantation procedure. Irritation at the operative wound site which may elicit a foreign body response that leads to wound dehiscence, inflammation and/or infection. Extrusion through vaginal epithelium or erosion into surrounding viscera and/or mucosa. - inflammation, sensitization, pain, dyspareunia, scarification, contraction, device migration and failure of the procedure resulting in recurrence of incontinence." (B)(4).

Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced injury, pain, disability and impairment. Per additional information received, the patient has experienced soreness to her abdominal incision, irregular brownish bleeding, vaginal discharge, itching, vaginal yeast infection, vasomotor symptoms, painful intercourse (dyspareunia) worse prior to and after urinating as well as bowel movements, urinary frequency, urinary urgency, getting up in the middle of the night at least once to urinate (nocturia), discomfort at the top of the cervix, postcoital bleeding, left lower quadrant pain which is increased with a full bladder, constipation, chronic pelvic pain, hydronephrosis, nephrolithiasis, ureteral stone, cervical bleeding, recurrent stress incontinence, hypermobility of the ureterovesicular junction, premenstrual disorder, passing dark and thick urine, possible myofascial syndrome, incomplete bladder emptying, low back pain, abdominal pain, extrusion of suture material from her incision, linear firmness in the area of the sling, recurrent urinary tract infections, urgency of micturation, dysuria, elevated residuals, partial extrusion of sling, urethral meatal stenosis, obstruction, mild cystocele, an ovarian mass, and urge incontinence. She has required multiple non-surgical interventions and one surgical intervention.